Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. A corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported suture separation. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that an arteriotomy closure of an unspecified access site was attempted using a prostyle device. Reportedly, a suture break occurred during knot advancement. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.